Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on (B)(6) 2004 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products.